Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the clinic after have several inappropriate therapies. A partial lead fracture was found. The shocking function was turned off and the lead remains in use. No further patient complications were reported as a result of this event.